Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular (rv) lead integrity alert (lia), an r-wave amplitude measurement issue, and oversensing due to non-physiologic signals/sic (sensing integrity counter). An rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate non-sustained tachycardia episodes and sensing integrity counters greater than 30 in 3 days. Beginning (B)(6) 2015, ventricular sensing integrity counts up to (B)(6); ventricular tachycardia (vt) non-sustained episodes and ventricular fibrillation (vf) detected episodes with inappropriate shock due to lead noise oversensing. R-wave amplitude has been low since implant. Current measurement is 3.6 mv. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to noise on the right ventricular (rv) lead. The device was toning because of a lead integrity alert (lia) which was triggered due to oversensing. There had been small r waves and recently a high number of short interval counts (sic). Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.